Event description:
The company was informed that the patient is schedule for a reposition surgery. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.